Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2004; 407652 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds. The feature which monitors the pacing amplitude threshold and adjusts outputs to the lead was turned off. The lead remains in use. No patient complications have been reported as a result of this event.